Manufacturer narrative:
Additional information: a medtronic representative reported that the probable cause of the issue is suspected to be user technique.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The reported clamp was not returned to manufacturer for analysis, therefore, no findings are possible. No further issues have been reported. Part not returned.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the clamp was not being recognized during verification. Case was continued without the use of navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.